Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent struts were lifted due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with the first strut row bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent struts were lifted due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.